Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer had a reading of 528 mg/dl during the call. The customer experienced vomiting, excessive thirst and also had ketones. Due to the high blood glucose levels, the customer's father was called and he took her to the hospital where she was admitted for hyperglycemia. The doctor later called for troubleshooting and the insulin pump passed the high pressure test. The insulin pump had no alarms in the alarm history. The doctor mentioned that the customer had an infection. Nothing further was reported.